Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four (4) ball hex screwdriver 8mm and four (4) stardrive screwdriver t25/self retaining have a greasy substance on the underside of the instruments. All eight (8) instruments are from two (2) different sterile trays of ex retrograde antegrade femoral nail instruments and two (2) different sterile trays of ex tibial nail instruments. Instruments have been removed from circulation. No patient involvement was reported. This report is for one (1) stardrive screwdriver t25/self retaining this is report 8 of 8 for (B)(4).